Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with customer over the telephone. The customer was advised to run extended self-testing (est), and short self-testing (est). If it passed, the next step was to run the ventilator on test lung for 24-48 hours error free before returning it to patient use.(B)(4).

Event description:
It was reported that a patient was using a ventilator successfully, but needed transport to another hospital via helicopter. When the patient was loaded onto the helicopter, the ventilator was not shut down properly. When they attempted to shut down and restart the ventilator, the ventilator would not return to normal ventilation and was exhibiting error codes. The patient was transferred to an alternate ventilator. There is no report of serious injury or death associated with this event.